Manufacturer narrative:
This report is for an unknown quantity of unknown screws /unknown lot. It is unknown if device was explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. Information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while preparing for a professional education event, it was noticed the presentation contained an image of a matrix rib splint that appears not to have stabilized the rib as planned. This report is for an unknown quantity of unknown screws. This is report 2 of 2 for (B)(4).